Manufacturer narrative:
This case was assessed as reportable to the FDA as the event fibrosis (injection site fibrosis) was deemed to meet serious injury criteria of disability or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This is an exemplary case about 1 of approximately 1000 patients for which no demographics were provided. This spontaneous report was received from a mexican physician and concerns a patient. The patient was injected with 2-4 syringes of radiesse into the cheekbones, mandibular marking and chin, for focal biostimulation, a year or more prior to the time of this report. After the radiesse injection, the patient experienced fibrosis. As reported, the patient had no problem with the injection site with radiesse. The patient returned to the physician for some other aesthetic procedure and when treated those areas again, the physician noticed there was fibrous tissue. The outcome of the event was unknown. In the opinion of the reporter, the event was of moderate to severe intensity.